Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/22/2013: the device was returned to animas and evaluated by product analysis on 07/26/2013 with the following results: a timekeeping accuracy test was performed; the pump was keeping time accurately. Pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated the pump¿s time and date was resetting to factory default at random. The reporter denied that this was occurring with battery changes. The patient¿s bg had elevated recently to 260 mg/dl with no symptoms, which does not meet animas¿s criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.